Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl and that the insulin pump alarmed lost sensor. Customer treated with food. Troubleshooting explained alarm to the customer and no further assistance was necessary. Customer was advised to monitor their low blood glucose and pump and call back if further assistance is needed.